Manufacturer narrative:
This supplemental report is being submitted to include the UDI number that was inadvertently left off the initial MDR (see d4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: -IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. -IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the foreign material found in the air/water cylinder and tube, the following issues were identified: the air/water cylinder color ring was missing; the scope cylinder color ring was missing; the hand grip was sheared; the forceps channel was dented; the switch box was scratched; the guide pin of the electrical connector was deformed; the scope connector label was damaged; the electrical connector was discolored due to water leakage; the light guide bundle showed breakage; and the universal cord was wrinkled and scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the evis exera ii colonovideoscope to olympus for routine maintenance. During evaluation, foreign material was found at the air/water tube and air/water cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No patient involvement reported.